Manufacturer narrative:
Section d4: UDI correction. Manufacturer's investigation conclusion: the reported event of irregular power and battery alarms while connected to the heartmate mobile power unit (mpu) was confirmed during evaluation of the returned mpu. The mpu, serial number: (B)(6), was returned for analysis to the european distribution center (edc) and was evaluated and tested on 24jan2025. The unit was connected to ac power and booted up as intended. The unit functioned as intended throughout testing. The unit was then forwarded to the product performance engineering (ppe) department for further analysis. Upon receipt to the ppe department, the unit was connected to ac power, a mock circulatory loop and a test system controller. Shortly after, low voltage advisory alarms activated on the controller. The mpu was opened, and the issue was traced to an electrically compromised component on the main printed circuit board (pcb). The provided information indicated no log files were retrieved from the controller in use at the time of the reported event. The root cause for the irregular power and battery alarms was determined to be due to an electrically compromised component on the main pcb. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number: (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 07dec2017. The heartmate 3 instruction for use (rev. G) was available for use at the time of the event. Section 8, entitled ¿equipment storage and care¿, instructs the user how to care for and clean all equipment, including the mobile power unit (mpu). The heartmate 3 instruction for use, section d, entitled ¿safety checklist¿, instructs the user to inspect the mpu for damage. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) provided irregular power-related alarms. A battery alarm was seen. The mpu was sent in for repair.